Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and hypoglycemic event. The patient's mother stated the patient experienced inaccurate readings. She could not provide the cgm value at the time of event; however, stated that the patient's bg meter was reading 18mg/dl; which led to the patient being transported to the hospital. The patient was given an infusion to correct her glucose levels. Further event details were not provided. No additional patient information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.